Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the lead was dislodged. The lead was explanted and replaced when repositioning was unsuccessful.